Event description:
Covidien endo catch gold specimen bag ref (B)(4) broke (tear) in the abdominal cavity of pt during surgery. All parts of endo bag inspected to make sure none left in pt. Event reacted pt, but no harm was evident. Procedure: laparoscopic appendectomy. Wound classification changed. Op note: the appendix was finally isolated and transected with a power gia stapler. This was then placed in an endopouch, which ruptured while I was retrieving it through the left lower quadrant incision. I had to use another endopouch (endocatch 12mm catch 12 used) in order to get the entire specimen from the abdominal cavity. FDA safety report ID# (B)(4).